Manufacturer narrative:
Site declined to provide patient identifier and weight, citing geographic restrictions. On (B)(4) 2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Drive failed: no action from handswitch or pedal. No 2d-3d. Issue resolved. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in an angiography procedure, was unresponsive and did not boot-up properly. When the imaging system did boot-up, there was no action from pendant, hand switch or pedal. The imaging system failed to perform x-ray scans. Anesthetic support was interrupted. The surgeon opted to discontinue the use of the navigation system and the imaging system and abandoned the procedure to be re-scheduled. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the decision to discontinue the surgery was made prior to patient incision. The overall delay to the case was 1 hour.